Event description:
It was reported via legal documentation a patient underwent a right total knee revision on an unknown date in (B)(6) 2014. Subsequently, six (6) months later, the patient underwent a right knee arthroscopy with nodular synovectomy. No additional information is available.